Manufacturer narrative:
Device evaluation of electrode belt (B)(4) has been completed. The reported problem (exposed wires) has been confirmed. Upon investigation the electrode belt ECG c & d cable, ECG a, b & front therapy electrode cable and the trunk cable were cut, damaging wires in the cable. The root cause for cut cables was physical abuse. No adverse event resulted from the defective electrode belt.

Event description:
A us distributor reported that a (B)(6) patient's electrode belt was damaged.